Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eight devices were received for evaluation; 7 events were confirmed during testing. Six devices were found to be affected by worn internal components. One device was found to be affected by corrosion. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device overheated. Five reported events had patient involvement with no patient impact. One reported event had no patient impact or involvement. Two reported events had no information available from the facility regarding patient involvement or patient impact.